Event description:
It was reported that balloon rupture occurred. The non-stenosed target lesion was located in the severely calcified right coronary artery. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the initial inflation at 12 atmospheres, the balloon ruptured before reaching nominal pressure. A different-sized balloon was then used, allowing successful stent expansion, and the procedure was completed safely. The patient was discharged in good condition with no reported complications.